Event description:
Patient was revised because of dislocation.

Manufacturer narrative:
Examination is not possible as the devices were not returned. Review of the retrieved device history records did not reveal any product problems, related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective active is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.